Event description:
The stent seemed to be expanded slightly larger than indicated in the chart and there was poor refold. Although no patient injury occurred, if the device is larger than labeled, this has the postential to cause harm to the patient by oversizing the vessel and possibly dissecting the vessel wall. No other information was available.